Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. There was no action done to address the bg level besides trying to load cartridge to get pump/insulin resumed again.reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.